Event description:
Reported by the dr as an erosion and infection. "The pt has an abcsess over the port site. It is draining 400-500cc's of pus filled fluid. We believe the abcsess is tunneling down to the port. The pt also has cellulitis to the incision site." Follow up with dr reveals: "we will explant the band and port in 2008."

Manufacturer narrative:
Taper type ii. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Infection and erosion are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these event. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required." Device labeling addresses the possible outcome of an infection as follows: infection can occur in the immediate post-operative period or yrs after insertion of the device. In the presence of infection or contamination, removal of the device is indicated.